Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced a low blood glucose of 50 mg/dl. The user treated with 5 grams of fast-acting carbohydrates and recovered to range by the end of the call. The user was re-educated on the 15/15 protocol for treating lows. No symptoms, external assistance, or medical intervention occurred.